Event description:
In 2009, the pt was implanted with gore tag thoracic endoprostheses to treat an abdominal aortic aneurysm. Computed tomography angiogram (cta) at about 3 months post-op revealed a proximal type I endoleak and type ii endoleak from lumbar arteries. In the following month, the pt was implanted with an aortic extender component to repair the proximal type I endoleak.